Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio; 1.8; lab: 8.7. Pt was sent to the hospital because he had blood in his urine. Pt's therapeutic range: 2.0-3.0 inr.